Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-may-2016, an fse visited the customer to address the reported event. During the service evaluation, the fse found intermittent low pressure but could not verify if the a buffer valve or check valve issue was causing the reported event. The fse replaced all buffer valaves and the uptake check valve. The fse ran the instrument without any low pressure events. The instrument was verified as operational. There was no further action required by the fse. The most probable cause of the reported event was the buffer valves and the check valves.

Event description:
On (B)(6) 2016, a customer reported low pressure with their g8 analyzer. The customer reports that they changed the buffer, primed, and performed a drain flush but the issue persisted. The customer is unable to run patient samples on hga1c. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.